Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that restenosis occurred. In (B)(6) 2012, the patient presented due to myocardial infarction (mi) and unstable angina and was referred for cardiac catheterization which revealed the de novo lesion that was located in the proximal portion of the saphenous vein graft (svg) to ramus and first diagonal branch with 99% stenosis and was 16 mm long with a reference vessel diameter of 3.50mm. The lesion was treated with pre-dilatation, thrombectomy and placement of a 3.50 x 20 mm pe plus stent, with 0% residual stenosis. One day post index procedure, the patient was discharged on aspirin, clopidogrel and prasugrel. In (B)(6) 2016, the patient presented with complaints of chest pain of pleuritic in nature associated with dyspnea. The patient had worsening symptoms which was improved with nitroglycerin. Subsequently, the patient was referred for cardiac catheterization. Six days later, the 100% stenosis in the proximal portion of svg to the first obtuse marginal artery (om) was treated by performing coronary artery bypass graft (CABG). Subsequently, the 100% stenosis in the proximal portion of svg to 1st diagonal was treated by performing CABG. One day post procedure, during course of hospitalization, the patient was diagnosed with post operative anemia. Blood transfusion was performed in response to this event and the event was considered to be recovering. Six days post CABG, the event was considered resolved and the patient was discharged on the same day.